Event description:
Left knee. Patient revised due to possible infection. No other information available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrs fem stem w/o body 15x203mm; cat#: 64853615; lot#: 243947c. Gmrs small femoral bushing; cat#: 64952105; lot#: llf321. Mrhk tibial sleeve; cat#: 64812140; lot#: lna0871. Gmrs dist fem comp sml l 65mm; cat#: 64952010; lot#: t3l9s. Mrh tib rot comp xs-xl; cat#: 64812100; lot#: 220104a. Gmrs small axle; cat#: 64952115; lot#: ctd138262. Mrhk bumper insert - neutral; cat#: 64812130; lot#: lna064. Gmrs extension piece 40mm; cat#: 64956040; lot#: jby3u. Gmrs small femoral bushing; cat#: 64952105; lot#: lks983. Triathlon symmetric x3 patella; cat#: 5550-g-319-e; lot#: jhlm. Mrh tibial b/plt keel sml 2; cat#: 64813111; lot#: l2b4d. Dcon p-fit stem cocr 10mmx80mm; cat#: 64786395; lot#: hrb6p. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.